Event description:
An in situ graft surgically implanted in the external iliac artery was noted during the preassessment planning for the zenith device. A chronic occlusion of the left internal iliac artery was noted. Patient's left iliac artery was difficult to access. Due to the calcification in the vessel and vessel size, the physician elected to use a more rigid vessel loop. When tightening the loop, the plaque in the vessel cracked and a noted dissection of the external iliac artery was viewed. The dissection was surgically repaired prior to the advancement of the zenith device. The post angiogram performed of the three piece zenith modular graft noted a small distal type I endoleak on the ipsilateral side. The sealing stent and leg graft was re-ballooned to improve the apposition of the graft to the vessel wall. Retrograde angiogram performed viewed a small residual leak. Due to the size of the endoleak, and the opinion that it would resolve, no further intervention was performed. A follow up CT and angiogram was scheduled to be performed in one month.